Event description:
The nurse stated a plate silicone lens model aa4204vl was implanted and removed due to the pt's poor eye anatomy. When the lens was removed, the incision was enlarged and sutures were needed. The nurse stated the mtc-60c fp cartridge, lot number unk, was used. The nurse could not recall the model and lot numbers of the injector used during surgery.